Manufacturer narrative:
Updated: b4, b6, b7, d4 (version or model number), d11, e1 (initial reporter's email address), g4, g7, h10. A supplemental report will be submitted upon completion of our investigation. Additional telephone phone for the customer contact was provided and is as follows: (B)(6).

Manufacturer narrative:
Updated fields: b4, g3, g4, g7, g8, h2, h6(investigation type, investigation findings & investigation conclusions), h10, h11. Corrected fields: d5, g1(contact person), h4.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and was able to reproduce the reported issue. The fse resolved the reported issue by replacing the pcb, front end board, executive processor board and pneumatic module assembly. The unit passed auto fill test. The fse then performed all functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had an autofill failure error. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.